Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 189 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads. Insulin pump received with minor scratches on display, missing end cap sticker and stripped battery cap coin slot.